Event description:
After first cryo application with this catheter, an error occurred on the cryoconsole. Cryo rep informed doctor to remove catheter from patient and replace with new one. Catheter was removed and replaced and procedure continued. No harm to the patient and field rep aware.